Event description:
It was reported that the device coating peeled off. A 180x25cm fathom-16 wire was selected for use. At the course of the procedure, it was noted that the soft portion of the wire had a defective coating and the device would not go through the microcatheter. Furthermore, it was noted that the coating was described to be peeling off. This occurred outside of the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a fathom guidewire. The guidewire was inspected microscopically for damage. The shaft showed 1 kink located 27cm from the tip. No issues with the coating was noticed. The outer diameter (od) of the guidewire was measured with a calibrated laser micrometer; the maximum od of the guidewire was .0158", which meets specification. The coating was uniform and consistent throughout the length of the wire. The guidewire was hydrated as well as a test direxion .021 microcatheter. The guidewire was inserted into the direxion micro-catheter and the wire transcended through the catheter with no hesitations and restrictions. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the device coating peeled off. A 180x25cm fathom-16 wire was selected for use. At the course of the procedure, it was noted that the soft portion of the wire had a defective coating and the device would not go through the microcatheter. Furthermore, it was noted that the coating was described to be peeling off. This occurred outside of the patient. The procedure was completed with a different device. No patient complications were reported.